Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error code on 8015ls unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: confirm tech. Error code 600.6825 network error ask if they are wireless they are he needs to transfer network config. Back onto unit once complete, power unit off then back on in normal mode say yes to new patient make sure the network issue is ok no error come back and check your network status & server status on unit. Tech thank me for my assist.